Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported from our affiliates in germany, per article, ''hybrid surgery for severe mitral valve calcification: limitations and caveats for an open transcatheter approach'', a total of six patients with high-grade mitral stenosis were treated with an open implantation of the edwards sapien 3 valve prosthesis. All patients had massive calcification of the posterior mitral valve annulus. Intraoperative echocardiography showed significant, para-valvular leaks in the anterior part of the annulus in one patient. Consequently, anchoring sutures had to be secondarily placed.

Manufacturer narrative:
The date of the event is unknown. According to the article, all implants were completed between december 2016 to february 2018. For this reason, the first day of the range was used as the occurrence date. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05008. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), (add adverse event name) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient/procedural factor may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: erik bagaev, ahmad ali, shekhar saha, sebastian sadoni, martin orban , michael naebauer, julinda mehilli , steffen massberg, andreas oberbach and christian hagl. ''Hybrid surgery for severe mitral valve calcification: limitations and caveats for an open transcatheter approach''. Medicina 2022.

Manufacturer narrative:
Corrections to section h6. A review of imagery provided showed the following: mitral annulus calcification (mac); the thv was implanted in native annulus without suturing; thv implanted with suture. The complaint was unable to be confirmed as no relevant imagery or medical report was provided for evaluation. A review of the IFU revealed no deficiencies. It should be noted that the sapien 3 was implanted in mac on native mitral annulus during a hybrid implantation procedure, which is not indicated for use. Thv requires a proper landing zone to anchor to such as a surgical valve or annuloplasty ring. In this case, the thv was implanted in the native mitral annulus, where it lacks a proper landing zone. Due to the shape of the mitral annulus and uneven distribution of mitral annulus calcification (mac), valve can dislocate or result in irregular contact with the annulus. This could lead to inadequate sealing/gap between thv skirt and annulus leading to pvl. As such, available information suggests that procedural factors (off-label operation) may have contributed to the reported event.